Manufacturer narrative:
The returned device was evaluated and an 0x3d alarm was sounded by the pod, indicating that the step sensor was shorted. All three batteries were depleted. Corrosion was noted in the pod. A leak was found on the unexposed portion of the soft cannula. Upon magnification, a tear was found at the site of the leak. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose reached 400 mg/dl after wearing the pod between 36 and 48 hours on the abdomen. The patient was able to activate a new pod.